Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had an appointment schedule for (B)(6) 2014 for a pump refill and the alarm date was set for (B)(6) 2014. Additional information received reported that there was nothing wrong with the patient's pump or ptm. It was noted that the printout showed (B)(6) 2014 as the refill date with maximum activation and the patient had already been schedule to come in for their next refill. No further information was provided on this patient. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that about every 5 days the patient would attempt to deliver a bolus via the personal therapy manager (ptm) and instead of the bolus delivered screen he would receive a lockout for 4 hours. The patient stated this issue began around the time the new pump was implanted and it went from once a month to currently about once every 5 days. The patient presented to the healthcare provider (hcp) the monday prior to the report and per the printout during the past 3 weeks, the patient had 8 lockouts. The hcp did not know if a bolus had been administered during those lockouts. The patient stated the issue did not happen at the same time each time, once it was at night. On the day of the report, the patient received a bolus at 3:45am and tried again at 7:45am and received a lockout for 4 hours. It was noted that an uplink issue was suspected. No patient symptoms were reported. The device system delivered fentanyl, clonidine, bupivacaine and baclofen. It was later reported that the ptm would show a lockout of 3 minutes, the patient would wait 5-10 minutes and the then ptm would show a lockout of 4 hours. The patient was in ¿a considerable amount of pain¿ and knew he was not receiving the boluses. It was later reported that the patient might go 20 times and ¿it would do it¿ and then he went to every 18 times. Currently it was every other time that the patient would get a bolus and he would have to wait for 8 hours to get another bolus. The patient stated that when the ptm showed that he got a bolus he did not feel that he got it. The night prior to the report the patient had to wait for 8 hours and when he was able to get a bolus at 2am he felt sleepy and was able to sleep for 3 hours. The last time the patient saw the hcp was on (B)(6) 2013 and the hcp changed his bolus lockouts from every 6 hours to every 4 hours. The patient stated he was in a lot of pain and could not handle it anymore. The patient stated that the pain never goes away but it was under control until he was not able to get boluses anymore. The patient noted that he did not have an antenna for the ptm. The patient also mentioned that he had a lot of nerve damage and the hcp could not go there and do anything the patient had arachnoiditis. The patient stated ¿to do a surgery would be like taking a hair out of a piece of bubble gum¿. The patient also stated ¿I have been messed up for 30 years and getting progressively worse¿. The patient was scheduled for a refill on (B)(6) 2014. It was later reported that the patient presented to the healthcare provider (hcp) and the hcp stated that the ptm was ¿double punching¿. The hcp stated it was because the patient was stressed out and neurotic. The patient stated ¿I think I am not getting it, so I get aggravated¿. The patient had received an antenna approximately 1 week prior to the report and had only had 2 lockouts since. The ptm would say he had 4 hours to wait. The patient would wait 4 hours and 20-35 minutes and would still get the same message. Additional information was received and it was reported that for the past 4-5 years the patient had been having problems with inconsistent bolus delivery with the ptm (personal therapy manager). The patient was getting locked out when he should be able to get a bolus; the patient was getting the max duration to wait for the next bolus. It was also reported that the refill date on the ptm was not updated at the patient¿s last refill on (B)(6) 2014. The refill date was still showing (B)(6) 2014 and it should be in (B)(6) 2014. He was not refilled for his oxycodone oral prescription at the refill appointment; ¿fentanyl patches and the pump¿. The doctor ran a lock out report on the pump and the doctor told the patient that he was "double punching" the bolus button; the doctor told him that he was getting the boluses. The patient didn¿t feel that he was getting the boluses because he was not getting pain relief. The doctor showed the patient the pump print out of the lock outs and the doctor verified that the ¿bolus was not delivered in that specific instance¿. There was 347 lockouts on the printout. The patient stated that at his last refill appointment, he saw that there was more drug in the syringe than what was usual; there was ¿over an inch¿. The patient did mention it to the doctor, but the doctor did not say that there was more drug than was expected. The patient stated that if the doctor canceled his appointment again ¿he is to the end and so is his wife ¿ he has no life ¿ he is done¿; the patient also got very upset and stated that ¿he was going to put his head in the oven- he cannot take anymore¿. The patient had been in pain for 2 months. Last week had been worse. The patient stated that he had something on his spine cord; they did not know what it was. An MRI was done and on (B)(6) 2014 he was diagnosed with ¿something on his spine¿; his doctor didn¿t know what it was. The patient had been in excruciating pain and ¿just wanted to know what was wrong with him¿. The patient threw up from the pain and "sweat dropped off of him". The patient had an appointment with a neurosurgeon on (B)(6) 2014 at 9am and the doctor canceled the appointment yesterday((B)(6) 2014). The patient was worried. The catheter was up in his thoracic area; they knocked out a vertebra to get it in the thoracic area because the patient had too much scar tissue in the lumbar area. The patient stated that the ptm boluses did help his pain, but he felt that he was not getting his bolus at times. Additional information has been requested, but it was not available as of the date of this report.